Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion is unattached, there is a lightly cracked interior battery door latch, and a lightly scratched screen. Software upgrade required. There was unknown patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The downstream occlusion (dso) seal was delaminated and was replaced. Upon further investigation, the upstream occlusion (uso) seal was found to be delaminated and was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.